Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage and the lead was stretched. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had rising and high thresholds and rising and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.